Event description:
The customer reported an issue with the drip chamber issue. They pointed out that it was not due to a kink on the line that block the fluid flow, but may be due to the glue or gel used in the manufacturing process. (B)(4).

Manufacturer narrative:
Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. This complaint was investigated via a failure investigation report (fir). The stock on hand was examined by maquet personnel and the defect was not reproducible. There was no root cause identified for this event, therefore this complaint cannot be confirmed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).